Event description:
Patient's snapsecure was replaced. I was able to place the foley catheter into the snapsecure device. Two hours later, it was noted that the foley was found to be out of the device. Upon inspection, it was noted that the snapsecure device would not securely contained the foley. Even when the foley was not in the device, the snapsecure would not close tightly.